Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the display screen was barely able to be seen. The reporter indicated needing to go into a very dark room to see the display. This report is made because the issue was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/07/2014 with the following findings: during testing, the pump powered on, but the display was blank. The pump was opened and moisture was found on the display connector. Unrelated to the complaint, evaluation revealed that the keypad cover was torn above the up arrow button. The keypad functionality was not able to be investigated due to the blank display. The keypad cover was removed and contamination was found under all button contacts. Also unrelated to the complaint, evaluation revealed that the audio bolus button was partially detached. The audio bolus button functionality was not able to be investigated due to the blank display. The audio bolus button cover was removed and the bolus button slug was found to be missing. Investigation was not able to be completed due to the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).